Manufacturer narrative:
(B)(4). Ge healthcare (B)(4) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and central processing unit were replaced, and the unit was returned to service. A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board and central processing unit were replaced, and the unit was returned to service.